Event description:
Pt with known latex allergy was to receive ampicillin via non-latex elasotomeric pump. Pump (mfg before 1993) was used. Pt developed itching in the eye, rash and wheezing. Oral benadryl given.